Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt was presented with nausea and vomiting (n/v), bloody urine, and shortness of breath (sob) while in house. Ramped speed study showed no decrease in left ventricular size and aorta valve opening every beat. Ldh at 2308, inr 2.7, heart rate 110s, 9400, +++, pulsatility index at 2.2 and power at 8.8-12. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.